Event description:
The caller reports that the customer experienced a hypoglycemic event and was unable to test due to no available meter. She was subsequently hospitalized. She was waiting on a meter replacement from the manufacturer. New system sent to customer and return requested.